Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression lasting less than thirty minutes. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The balloon lost pressure after being pulled to the arteriotomy. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery or vein. Moderate peripheral vascular disease or calcium was present near the puncture site. The femoral artery¿s suitability was not verified on angiography or venography, but the vessel diameter was confirmed to be =5 mm with mild vessel tortuosity and moderate calcium near the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression lasting less than thirty minutes. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The balloon lost pressure after being pulled to the arteriotomy. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery or vein. Moderate peripheral vascular disease or calcium was present near the puncture site. The femoral artery¿s suitability was not verified on angiography or venography, but the vessel diameter was confirmed to be =5 mm with mild vessel tortuosity and moderate calcium near the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. A non-sterile mynxgrip vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was not returned for this evaluation, and the advancer tube was observed to be exposed. The inflation/deflation test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The deployment test could not be performed since the sealant was not returned for this evaluation, and the advancer tube was observed to be exposed. The reported ¿balloon balloon loss of pressure¿ was not observed during analysis of the returned device as the balloon of the returned device was able to be inflated and deflated with no issues noted. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported failure since the returned device did not match the event description. It was reported that the balloon of the device ruptured; however, the device was received with the balloon fully functional as the balloon inflated and deflated as expected and there were no anomalies noted to the device, it is unknown what issue the customer may have experiencing with this product. As per the instructions for use (IFU), the safety and effectiveness of the mynxgrip has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. The product analysis does not suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.